Event description:
It was reported that a dexcom g7 sensor paired to the user¿s ilet failed to complete pairing, resulting in glucose readings appearing in the dexcom g7 app but not on the ilet; the event was characterized as an intermittent communication failure associated with the antenna/electrical interface. Symptoms included no clinical signs or conditions. Outcomes included insufficient information regarding any clinical impact. Investigation included communication with involved parties and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure localized to the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.